Manufacturer narrative:
The pump was returned to animas. Eval revealed a cold solder joint on the force sensor flex pins. Review of the pump download history revealed multiple loss of prime warnings associated with zero force. The pump was rewound, loaded, primed, and exercised successfully with no alarms occurring.

Event description:
Eval revealed a cold solder joint on the force sensor flex pins.